Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump is under-delivering insulin. Customer is experiencing high blood glucose. The boluses are not decreasing the blood glucose level. Customer stated that the insulin pump is not delivering insulin during the prime process. The current blood glucose reading is 275 mg/dl. Customer treated with insulin pump. The blood glucose reading have been in the 200 range to 400 range. The customer is not receiving enough insulin. Customer requested that medtronic replace the insulin pump. Nothing further reported.